Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The patient's blood glucose level was 87 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.